Event description:
It was reported that there was no image on the 9800 system at boot up and was auto saving the images. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The system was configured to auto save during the service call. The system was tested and found to be working as intended and put back into service.